Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported their system was removed on (B)(6) 2017 due to infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the cause of the infection was not determined. It was noted that the device was removed and was sent for gross pathology. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) fecal incontinence and gastrointestinal/pelvic floor. It was reported patient's ins was removed on (B)(6) 2017 due to infection. No further complications were reported.